Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All of the damage noted is consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2020-00801. New information received notes that the right atrial lead was explanted and replaced. Upon opening the pocket the right ventricular lead appeared to have insulation abrasions. The ventricular lead was also explanted and replaced. There were no adverse patient consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine in-clinic follow up with the right atrial lead exhibiting loss of capture. The lead was deactivated, and the patient was scheduled for future lead replacement. There were no adverse patient consequence reported.